Event description:
Patient was defibrillated at 120 joules with pads. A few hours later the patient was taken to the cath lab and the pads were removed. At that time, it was noted that the patient had two quarter sized black eschar wounds on the left breast. The wounds were debrided and continued to oooze. The patient required epi injections to stop the bleeding. Upon review of the incident it was determined that the pads had not been applied correctly. The pad had been placed over the patients breast instead of under it and not all the edges had smooth contact. One of the edges had tented causing current to arc and and producing the injury.